Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose level (bg) was 400 55 mg/dl. Reportedly, the customer overcorrected and delivered too much insulin via an injection causing the bg level to drop to 60 mg/dl. Customer went to the school nurse to address the low bg. Customer received skittles and other carbs. Recommendation was made to consult with a healthcare provider to discuss diabetes management.